Manufacturer narrative:
Data review showed that the sars-cov-2 result is near the limit of detection (lod), suggesting a low titer. A difference in assay sensitivity between platforms is what likely resulted in the sars-cov-2 negative result on the less sensitive assays. The differences in the lod and gene targets between the liat and the other methods, biofire and cepheid, are significant. Liat: scfa lod for sars-cov-2 is 0.012 tcid50/ml (12 copies/ml or 0.0084 pfu/ml), with gene targets orf1a/b and n gene. Biofire: lod is 0.43 tcid50/ml (equivalent to 380 copies/ml) with gene targets n gene, rdrp gene and e gene. Cepheid: lod is 0.0200 pfu/ml, with gene targets n2 and e. As such, results with one assay may not be reproducible with a different assay. Further investigation was performed to rule out a product quality issue. Previous related internal investigation: scfa lot 10920u was previously investigated on (B)(4). No systemic issues identified. Complaint history analysis: no trend is identified for scfa lot 10920u. Causal factor / root cause: the most likely cause for the discrepancy observed is due to the sample having a low viral load at the limit of detection where results are known to waiver and may not be detectable with less sensitive assays. Solution / conclusion: throughout the data analysis, a systematic issue was not observed and a product problem was not found. Work around / recommendation: please continue to monitor the situation at the customer site and escalate a new case if discrepant results reoccur keeping in mind differences in testing platforms. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results with one patient sample using the cobas® sars-cov-2 & influenza a/b test (scfa) assay, for use on the cobas® liat® system. The customer collected nasopharyngeal samples using 3ml utm, and reported that the initial test sample with the cobas® liat® system serial numbers (B)(4), lot 10920u resulted in sars-cov-2 positive, influenza a positive, influenza b negative. The same sample was retested using the biofire and the genexpert cepheid resulted in sars-cov-2 negative and influenza a positive. The results were reported to the patient and or/ medical personnel treating the patient. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation.